Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device dispensed and aspirated unexpectedly. An angiojet ultra system console was selected for use. Upon performing the reverse function, the system was dispensing and aspirating unexpectedly. Another of the same device was pulled and worked fine.